Event description:
Found during routine testing. It was reported that the device failed to turn on (ac or dc). There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.